Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in italy using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a leak on the alinity m system sn (B)(6). The customer reported that lysis solution was coming out of the instrument from the system solution drawer. An inspection spotted the solution coming out from the vent line of the lysis cradle. There was no exposure to the liquid. Appropriate ppe (personal protective equipment) was worn when the liquid was cleaned. There was no injury related to the leak. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).